Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Event site name: vietmedical distribution jsc event site telephone: (B)(6).

Event description:
Getinge became aware of an issue with one of surgical lights - angenieux ax4. The designated complaint unit employee identified paint chipping presence on the suspension arm based on photographic evidence. No injuries have been reported, however we decided to report this issue out of an abundance of caution, as any particles falling into the sterile field or during a procedure could cause contamination in the event of recurrence.